Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was not confirmed as it was unable to verify a burning smell when booted up. The whole inside of the programmer was inspected and found no burned components. Moreover, corrupted sectors were replaced. There was no evidence of abuse or mishandling. The programmer passed all functional incoming tests.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer smelled like burning then it went black and would not longer turned on. Additional information indicated that the programmer will be returned for analysis. No adverse patient effects were reported.